Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultra2 meter was testing in settings mode. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged product issue first occurred at 5:40pm on (B)(6) 2017. The patient manages their diabetes with oral medication(s) (type and dosage unspecified) as well as with diet and/or exercise and did not make any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient reported at 6pm the same day they developed symptoms of ¿lightheadedness, dizziness and shaky¿; however, denied requiring any form of treatment as a result of these symptoms. At the time of troubleshooting the cca walked through the correct testing procedure with the patient and the issue was resolved. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged meter issue began. The subject meter could not be ruled out as a cause or contributor to the event.